Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and system printed circuit assembly board was replaced to address the issue. After replacing the parts on the device, the software was updated on the device, and a final test was performed. The final test had passed on the device.